Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 24july2019. The manufacturer's field service engineer (fse) provided remote troubleshooting was unable to confirm any "vent inoperable" codes in the device log. The fse did however note a "proximal pressure sensor calibration data error" and a "proximal pressure is not measured and pressure-related alarms are compromised" error code. The fse provided the customer with parts ID for the da pcba and discussed installation. The customer replaced the da pcba to address the reported problem. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the vent is inoperable when turned on. There was no patient involvement.